Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to power off without user input. The cause was identified to be depressed battery contact pins. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to power off without user input. No additional information is available.